Manufacturer narrative:
Device evaluated by manufacturer: synergy, mr, ous 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination found stent damaged with struts on the distal side distorted and stretched over the bumper tip. The stent od (outer diameter) on the undamaged proximal side measured which is within max crimped stent specification. The balloon cones were reviewed and no issues were noted. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) shows there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found several slight hypotube kinks along the catheter length. A visual and tactile examination found several midshaft kinks in the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50mmx38mm synergy drug-eluting stent, when the stent protector was taken out, it was noted that the stent struts got stretched. The procedure was completed with a 2.5x38mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50mmx38mm synergy drug-eluting stent, when the stent protector was taken out, it was noted that the stent struts got stretched. The procedure was completed with a 2.5x38mm non-bsc stent. No patient complications were reported and the patient's status was good.